Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending.

Event description:
The event occurred on an unknown date and involved a plum 360 pump where the volume to be infused changed on its own, rate of vasopressor drip changed on own. There was no report of adverse event.

Manufacturer narrative:
H10 - the alarm log, visual inspection, self-test & run-in protocol were completed. The alarm log was reviewed as per the test instructions and reviewed the alarm log and nothing abnormal was seen. Visual inspection was performed and passed, the self-test passed, run-in protocol test of 200 ml @ 10 vtbi on line a and 200 ml @ 10 on line b and passed and the accuracy ml is 20.6 ml. A protocol was run using concurrect and piggyback modes and found no issues. The event logs were reviewed and looked normal. There was no problem found and there were no changes on the volume that was being infused. After the pump is finished, it goes to kvo mode when completed.